Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
During a discussion between the manufacturer and the physician, the physician reported that following an intraocular lens (iol) implant procedure the patient experienced glare and starbursts in both eyes. Additional information was provided by the patient that 3 days following the procedure, she noticed starbursts at different light sources. The eye tears. The starbursts are so bright at night, it interferes with depth perception and overall visual perception in dim illumination. This has prevented the patient from driving in the evening. Additional information was requested. Two medical device reports are associated with this patient. This report is for the left eye.